Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient codes: (B)(4) secondary surgical intervention, lens exchanged for a shorter lens. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.50/+1.5/80 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic broken. (B)(4).